Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3581 on a vitros 5600 integrated system. The most likely cause of the event was a patient sample issue. The patient sample was hemolyzed according to the hemolysis index on the instrument for the sample. Additionally, the patient described the serum sample as hemolyzed. Furthermore, the turbidity index of the patient sample was also high. The vitros tropi es instructions for use states not to use hemolyzed or turbid samples in combination with the vitros tropi es reagent assay. It is possible the cause of the hemolysis and turbidity of the patient sample was due to the pre-analytical handling of the patient sample, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Based on historical non-vitros (mas) quality control results, a vitros tropi es lot 3581 performance issue cannot be ruled out as a contributor to the event, as the level 3 sd result suggested unacceptable within laboratory precision at the level 3 troponin concentration. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. The performance of the vitros tropi es reagent lot 3581 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3581. There was no evidence of an instrument malfunction and within-run diagnostic precision testing on the vitros 5600 integrated system was within acceptable guidelines. An instrument issue is an unlikely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample tested using vitros troponin I es (tropi es) reagent lot 3581 on a vitros 5600 integrated system. Patient 1 initial sample, vitros tropi es result of 0.341 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the result as a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).